Manufacturer narrative:
H.6. Conclusions code 2: code 22 - according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak, aortic expansion (e.g. Aneurysm), and reoperation.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #tgmr404015/ serial #(B)(4)/ UDI #(B)(4). Catalog #tgmr404010/ serial #(B)(4)/ UDI #(B)(4). Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of a thoracic aortic aneurysm using three gore® tag® conformable thoracic stent grafts with active control system. Upon CT follow-up approximately 4 weeks after the original procedure it was reported that contrast was observed in the aneurysm sac with aneurysm sac enlargement. It was reported that on (B)(6) 2020 the patient underwent reintervention of a type iii endoleak between two of the gore® tag® conformable thoracic stent grafts with active control system (ctag a/c). It is reportedly unclear which devices were involved with the type iii endoleak. Reportedly the proximal end of the most proximal ctag a/c device, placed near the patient's aortic arch, did not have full circumferential apposition, and it was suspected that this may have contributed to the type iii endoleak. It was reported that the area where the type iii endoleak occurred was relined with an additional tgm454515 gore® tag® conformable thoracic stent graft with active control system. There were no further reported issues. The patient tolerated the reintervention.